Event description:
This report is being filed as an adverse event solely to comply with FDA's blood loss policy. The cycler was reported to have made a loud vibrating noise during a routine hemodialysis treatment. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator ending treatment without performing rinseback. A manual rinseback can be performed to return the patient's blood in the event that treatment must be discontinued for any reason. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.